Event description:
It was reported that the intraocular lens (iol) zct was explanted in a secondary procedure from the patient's right eye due to unexpected post-op refraction. The lens was removed due to the fact that the patient was having residual astigmatism and exchanged with another lens. There was no incision enlargement performed to explant the lens. There was no patient injury reported. Patient was reported to be doing well post operatively.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturing facility for investigation. Visual inspection showed the return sample lens was cut in pieces, most probably to make the explant possible. Visual inspection using a microscope at 12x magnification showed the lens identified as tecnis toric acrylic 1-piece intraocular lens. The lens was contaminated; dust particles were present due to handling the lens. The lens optic was damaged and scratches were present. A diopter measurement was not possible due to the condition of the returned lens. A review of the manufacturing records was performed. There were no associated nonconformity material reports. The sterilization batch was released; there were no non conformances in the sterilization process. Results of environmental control showed there were no complaint related non conformances. The production order was not produced under deviation. There were no process and/or material changes within the production order. Based on the manufacturing record review and historical review no non conformances were identified when the lens was manufactured. All pertinent information available to abbott medical optics has been submitted.